Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used in stomach during a gastrostomy procedure to treat disc hernia performed on (B)(6) 2026. During the procedure, the probe became detached from the introducer while exiting the abdominal wall, leaving the probe partially retained along the insertion path. A photo of the device showed the feeding tube was detached at the transition joint between the feeding tube and the introducer dilator. The procedure was completed with a different device. There were no patient complications reported as a result of this event.